Manufacturer narrative:
(B)(4). Physio-control  continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service light present and would lock up when powered on. In this condition the device would not be able to deliver defibrillation energy if needed. There was no patient use associated with this event.

Manufacturer narrative:
It was later confirmed by the customer that the device will not be returned to physio-control for evaluation.  The customer further advised that the device has been permanently removed from service and will not be repaired. The cause of the reported issue could not be determined.